Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, d9, g4, h3, h6 and h10. D4: catalogue #: from 5c4482 to 5c4483. G4: PMA/510k # or bla #: from k152675 to k192705. H3: device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. Investigation findings was change from c20 to c13. H10: the actual sample was received for evaluation with a cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection of the sample with the naked eye and magnification noted a broken occlude foot. Functional testing including leak, clear passage, and clamp function testing were performed; leak testing and clamp function testing identified a leakage through the transfer set with the twist clamp closed. No issues were observed during clamp function testing. The reported condition was verified. The cause of the separation was due to the broken occlude foot, however the cause of the broken occlude foot could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the light blue main body and the white twist sleeve of the twist clamp on a minicap extended life pd transfer set. This was further described as ¿the clamp (white twist sleeve) completely unscrewed¿. This was observed during use of the device for peritoneal dialysis (pd) therapy while the home patient's (hp) caregiver was waiting to document the initial drain. The transfer set had been in use for six (6) months. The hp was given prophylactic antibiotics (vancomycin and cefepime x three (3) days overnight) as a precautionary measure. Additionally, the clinic drew a sample of the hp¿s peritoneal fluid (effluent) for a cell count and culture and the results were negative for peritonitis. There was no report of patient injury associated with this event. No additional information is available.